Manufacturer narrative:
Additional information h6 and h10: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump while running norepinephrine 40 mcg/hr at about 150 ml/hr,it stopped infusing and didn't alarm. It was stated that they did check for drips falling in the drip chamber prior to leaving the pump at the beginning of the infusion. Also, it was observed that the positioning was under 24 inches from the top of the bag to the center of the pump. The event occurred during patient infusion at the critical care unit. The patient involved had a change in blood pressure but no harm was reported to be experienced. No additional information is available